Event description:
It was reported that, the doctor stated that he was putting the screw in and felt like it was stripping. He tried to back it out, and the screw broke where the threads meet the head.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.